Event description:
It was reported that a bilateral arteriotomy closure of the right common femoral artery (rcfa) and the left common femoral artery (lcfa) were attempted using a proglide device with an 8f sheath after an interventional stenting procedure to treat chronic total occlusion (cto). Reportedly, the knot was advanced, tightened and positioned in the rcfa; however, pulsatile blood flow continued. The same results occurred in the lcfa. Hemostasis was achieved by applying manual arterial compression in both the rcfa and lcfa access sites. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other proglide device referenced is filed under a separate medwatch MFR number.